Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one medication could not be pulled from the station, displaying a ¿not stocked¿ error. The customer tried to load medication in another compartment, but issue persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) dialed into server and checked medication inventory, verified medication ID was loaded in the correct pocket, storage space, and device configuration. The tss attempted to contact the customer for patient details but was unavailable; an email was sent requesting details and sharing findings. The customer indicated the issue was no longer a concern and requested case closure, which was completed accordingly. The system functioned as intended after the technical support specialist investigated the device.